Manufacturer narrative:
Investigation summary: it was reported by the distributor that the flush was difficult to move past the 3ml mark. As a sample was unavailable for return, a thorough sample investigation could not be completed. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0352383. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had difficult plunger movement during the flush. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "bd posiflush 10ml was used to flush cvc, difficult to flush and eventually stopped at 3ml mark. Writer flushed cvc with another flush and it was smooth. When the faulty flush was detached from cvc and writer attempted to push the syringe down it would not move."